Manufacturer narrative:
It was reported that ¿in turn, surgical intervention was undertaken on (B)(6) 2019 wherein one of the leads explanted and replaced with new ipg addressing the issue.¿. The narrative was stated in error. The correct verbiage is mentioned in the additional report-1. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2019-06076.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR report: 1627487-2019-06076. It was reported the patient suffered an accident and performed an MRI without putting the ipg inti MRI mode. As such, one of the leads showed high impedance. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein one of the leads explanted and replaced with new ipg addressing the issue.